Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A site representative reported that, while outside of a procedure, the navigation system did not complete the shut down process when prompted by the user. It was reported that the power button was flashing on and off and that the screen displayed "no video detected." It was reported that a hard shutdown was performed and the navigation system was restarted. The representative then shut down the system again and it completed the process. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior cannot be replicated.